Event description:
It was reported that the handpiece became hot when used with an ar-9350pr and the ar-8305 console reported a critical error. The console was turned off then on again and the power rasp did not work.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use.